Event description:
It was reported that the patient experienced decreased therapeutic effect; she was previously experiencing good relief from her device. During a refill procedure, 36ml of morphine were aspirated from the 35ml reservoir. At the next pump refill procedure, which was 56 days later, 8ml of morphine was aspirated from the reservoir.

Manufacturer narrative:
(B) (4).